Event description:
In 2006, the lay-user/pt contacted lifescan requesting assistance on making sure her one touch ultra meter was working properly. During the conversation between the pt and customer care advocate (cca), a control solution test was performed, but failed high. The medical affairs specialist (mas) attempted to speak to the patient on october 12, 2006, but she refused to discuss any details regarding the original call. The mas listened to the call between the patient and cca to obtain / verify information. On the morning of 2006, the pt's husband found her in bed in a cold sweat, unresponsive, and with her eyes wide open. He tried to give her a glucose tablet, but she was unconscious. The pt's husband then called the paramedics. When the paramedics arrived, they treated the pt with an unidentified glucose injection and liquid glucose. The paramedics tested the patient's blood glucose 15 minutes later using an unidentified device. The pt got a reading of "34 mg/dl." The pt was taken to a hospital. No further information was provided. The patient's husband stated that her blood glucose "was all over the place" the night before the event. At one point that night, the pt got a "high" result, but she appeared to have low blood glucose symptoms such as having impaired speech. It would have been helpful to know the following information: what medications the pt took at bedtime, what her medication regimen is, and if she was following the medication regimen before and during the time of concern. It would have been helpful to know if the pt's husband tested her blood glucose while symptomatic, if she ate dinner or a bedtime snack, what her blood glucose was before the paramedics treated her, what treatment and blood glucose results she got in the hospital, and when her symptoms started. It would also be helpful to know the patient's testing frequency and how the patient uses the meter to guide therapy. The pt was unable to successfully perform a 2nd control solution test while speaking to the cca. The pt was also unable to test retest her own blood glucose during the call. The meter, test strip, and control solution were replaced. This complaint is being reported dur to the following conclusion: the pt had obtained a high result on the meter the night before the event, but had symptoms of impaired speech, indicative of low blood glucose. The next morning, the pt became unconscious and required treatment for low blood glucose. The meter failed a control solution test high.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.